Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow-up, a single high, out of range, high voltage lead impedance was observed. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.